Event description:
It was reported that the patient underwent a temporomadibular joint replacement surgery approximately 14 years ago. Subsequently, a revision is planned due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - denmark customer has indicated that the product will not be returned to zimmer biomet for investigation at this time, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: h6 clinical code. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b2, b3, b5, d6b, g3, h6, h11. Event reported also reported on 0001032347-2025-00072; however, moving forward, the event will be reported on 0001032347-2024-00290.

Event description:
It was reported that the patient underwent a temporomandibular joint replacement surgery approximately 15 years ago. Subsequently, the patient was revised due to bone formation discovered on the computerized tomography scan (CT scan). During the revision, the surgeon noted that there was a massive amount of bone on the ramus component. The fossa component seemed brittle and cracked during removal. The fracture during removal occurred in the thin part where the screws are inserted and not in the cup itself. Attempts have been made, and no further information is available.